Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they have a critical pump error and they can't do anything with the pump. What led the customer's current blood sugar is 170 mg/dl. Troubleshooting was performed. The customer states they are not able to rewind the pump. The insulin pump will return.

Manufacturer narrative:
The insulin pump had pump error noted in the pump history and critical pump error noted on insulin pump history due to moisture damage on the electronic assembly. Analysis was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.